Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 425 mg/dl, 110 mg/dl and 170 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and this review has found no indication of any product stability performance issues or clinical performance issues that would be expected to result or contribute to customer complaints. A tripped trend review was conducted for the reported complaint and freestyle test strips, no trends were identified that would indicate any product related issues. Dhrs for the fs freedom lite meter were reviewed and the dhrs showed the fs freedom lite meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 425 mg/dl, 110 mg/dl and 170 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.